Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis also indicated a lead impedance out of range alert.

Event description:
It was reported that a patient presented with high thresholds and high impedance levels on the pace/sense channel of the right ventricular (rv) lead. An intervention was done to place a new pace/sense lead in the right ventricle, while the defibrillation coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.